Event description:
A hospital (B) (6) reported, via a distributor, that the water level in an mr290v humidification chamber continued to rise and did not stop filling the water. It put the pt in danger. However, further info provided by the hospital confirmed that the water from the chamber did not enter the breathing circuit nor did the pt suffer any injury as a result of the incident.

Manufacturer narrative:
(B) (4). Method: the returned mr290v humidification chamber was visually examined for dent, inverted to test for float operation and subsequently tested for overfilling, by connecting to a waterfeed bag. Results: a small dent was found on the aluminum base of the chamber under the hinge bracket assembly. Crazing was also visible on the aluminum base located on the same position as the dent. The primary and secondary floats remained held to the aluminum base when the chamber was inverted. When connected to a waterfeed bag, the water level in the chamber exceeded the maximum fill line indicating a failure of the primary float to operate correctly. The water level continued to rise until the flow was stopped by the secondary float. A lot check revealed no other complaints of this nature for this lot number. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. Our investigation confirmed that the primary float was not operating correctly causing the water level in the chamber to exceed the maximum fill line. A primary float failure of an mr290 humidification chamber is usually detected by water filling above the maximum fill line. The water may enter the chamber above the maximum line; however, the secondary float usually controls the flow of water into the chamber and prevents it from overflowing out of the chamber ports. The mr290 user instructions indicate the correct water level, and advises the users to replace the chamber should the water exceed the limit line. It also includes a warning not to use the chamber if it has been dropped. (B) (4).